Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms. Customer's blood glucose was 256 mg/dl. Customer reported that when infusion set was removed, it was found that cannula was bent. Customer was educated on cause and prevention of bent cannula. During troubleshooting for high blood glucose, customer reported that reservoir leaked at the o-rings. Customer reported that it was a past even. Customer was advised to call back when issue persisted.